Manufacturer narrative:
Patient age now provided. Patient sex now provided. There was a reported 10 minute delay to the procedure. The medtronic representative reported the spine procedure was a thoracic fusion procedure. A software investigation was completed and found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. No further relevant issues reported.

Manufacturer narrative:
Patient age, gender and weight were not made available from the site. Return requested. Replacement device shipped to site 11/18/2015. - 12/09/2015 a medtronic representative performed a navigation system check-out, software area passed. Hardware and instruments test failed. Images flicker during navigation. The medtronic representative replicated the reported behavior. This only occurred in trajectory 1,trajectory 2, and probes eye. System functioning as expected with orthoginal views. Tested another navigation system in an identical testing environment and the issue did not occur. Un-installing and re-installing the software resolved the issue. Replacement computer was returned to manufacturer, unused. System performed as intended. - no further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, it was noted that when the surgeon was actively navigating instruments, the 2d images of the anatomy would "flicker and flash" on the screens of both the navigation system monitors. This did not occur at any other time. No other portions of the screen showed these symptoms. Patient was unaffected by this issue, and the surgeon was able to navigate accurately throughout the entirety of the case. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.